Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged upper respiratory infection, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal irritation, sore throat, upper respiratory infection, sinus issue, difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, received an automated voice like we are sorry you have reached the number that is no longer in service. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam alleging nasal irritation, sore throat, upper respiratory infection. The manufacturer has received the additional information alleging sinus issue, difficulty in breathing. There was no report of serious or permanent patient harm or injury. Section b3, g3, h6 has been updated / corrected.